Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrodes) has been confirmed. As received, the electrode belt failed a therapy electrode recognition test. Upon investigation, there was an open along the pulse wire between the front therapy electrode and ECG 'a'. The root cause for the open pulse wire was excessive force on the cable. No adverse event resulted from the open pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the therapy electrodes were non-functional.